Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that this patient with a 25mm 6900ptfx mitral valve, implanted for 10 years and four (4) months, underwent a valve-in-valve procedure due to unknown reasons. The tmvr was performed with a 26mm 9750tfx. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), h4, and h6 (type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. The root cause of this event was most likely due to patient related factors and the progression of the underlying valvular disease pathology contributed to the event.

Event description:
It was reported via the implant patient registry that this patient with a 25mm 6900ptfx mitral valve, implanted for 10 years and four (4) months, underwent a valve-in-valve procedure due to mitral stenosis. The tmvr was performed with a 26mm 9750tfx. The patient was transferred to the recovery room in stable condition. The patient was discharged pod #1.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, b7, and h6 (component codes, device code(s), and type of investigation).